Manufacturer narrative:
The biomedical engineer troubleshot the reported fault with ge healthcare technical support. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the bellows blocked, possible loss of mechanical ventilation. There was no report of patient involvement.